Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium in the left eye (os) after flap lift and the epithelium in the right eye (od) came off after intralase, after the initial laser treatment on the same day. There was no loss of best corrected visual acuity (bcva) noted. The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Photorefractive keratectomy (prk) was performed on (B)(6) 2017 on right eye (od) after flap was made. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.25 x -1.00 x 107, left eye pre-op 20/20 -.75 x -2.50 x 73.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.